Event description:
During preparation for use of a cardiopulmonary bypass procedure, the central control monitor of the heart lung console went dark. Control of pumps and safety sensors remained available through redundant local controls. The pump console was replaced. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The malfunction of the display monitor was the result of the failure of the disk-on-chip integrated circuit.